Manufacturer narrative:
The initial reporter occupation is not known at this time. Ge healthcare's investigation into the reported occurrence is ongoing. A supplemental report will be filed once the investigation results are available.

Event description:
It was reported that a technologist was removing the mr table from the room. There was a difference in the level of the floor and door frame. As the technologist attempted to maneuver the gap with a quick movement, they got their ring finger on her left hand caught between the table and the door resulting in a fracture of the finger and the loss of fingernail. The technologist had x-rays done to confirm the fracture. The technologist will follow up with their physician in one month to evaluate the healing of the fracture.